Event description:
A physician reported a pt who was skin tested on 11/6/1998 in the left forearm. On 11/18/1998 the pt presented with symptoms of redness, tenderness, and itching at the test site. The pt stated the symptoms began on or about 11/11/1998. The physician diagnosed a hypersensitivity and prescribed keflex, as a prophylactic measure, and oral benadryl as needed for itching.